Event description:
It was reported by the customer that after the cardiosave intra-aortic balloon pump(iabp) was powered on and a test balloon was connected, the balloon could not be inflated or deflated, and the lower left corner of the device screen displayed automatic inflation failed. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.